Manufacturer narrative:
The reported damaged packages have been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: angiodynamics' distributor reported when doing an in-house warehouse inspection of incoming devices, when opening the shipping box, the internal packages were damaged, some exhibited punctures and scrape marks, and one contained a torn seal. The damage to the packages compromised the sterility of the medical devices. As the damage was noted at the distributor's inspection process, there was no patient involvement. The damaged packages have been returned to the manufacturer and an investigation into the root cause for event is currently in progress.

Manufacturer narrative:
Returned for evaluation was a shipper box that contained 23 pouches of dispersive pads. A visual/microscopic examination of the returned product noted damage to the shipping box and the inner packaging. The customer's reported complaint description of the packaging was ripped and dirty is confirmed. The root cause is handling damage of the product after the product left the angiodynamics facility, as qa personnel to 100% visually inspect to verify there are no shipping damage. This type of damage would be noticed prior to shipment. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).